Event description:
A 4.0mm diameter x 12mm length nc sprinter rapid exchange (rx) balloon dilatation catheter was used in a patient with no issue reported. However, it was reported that resistance was encountered during withdrawal, the device was pulled out and the distal portion of the catheter detached in the touhy. It was confirmed that the entire device was removed from the patient. The physician commented that due to the larger balloon size that the balloon may have "winged" and got hung up during withdrawal. The patient is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: other (root cause of the event cannot be determined based on information available). Evaluation summary: the blue transition shaft was stretched and measured 23.1cm from the proximal end of the hypotube bond to the detachment site. The transition shaft detached immediately proximal to the guide wire entry port. The guide wire entry port bond was returned still attached to a section of distal inner and outer shafts. The section measured 2.75mm in length. The remaining distal shaft section including the balloon and distal tip was not returned for evaluation.